Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with congestive heart failure and possible pneumonia. The patient was found to have bacteremia/septicemia. Positive blood cultures identified the organism as enterococcus faecalis, and the patient was treated with antibiotics. It was noted that an echocardiogram suggested infected lead. The implantable cardioverter defibrillator (ICD) system was explanted and a replacement system was implanted thirteen days later. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.